Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8082843 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that an unspecified number of syringe 5ml saline fill china sp experienced product damage. The following information was provided by the initial reporter: during using, it was found that the flange broken and missing .replacing a new flush to solve the problem.